Event description:
It was stated that the customer was taken to the ER for diabetic ketoacidosis. It was stated that the customer complained of a headache, feeling weak, nauseous and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was incorrect. The insulin pump passed the prime and high pressure tests. Assisted the customer in correcting the time and advised the customer on the impact that the incorrect time would have on the basal rates. Explained that the insulin pump is working correctly and does not need to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.